Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622 during infusion. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal removed, a bubbled dso seal and scratches on the lcd lens. A review of the event history log found a system fault 41622. During the functional testing, the error code was found when the motor was activated. Pump was opened and dust and debris were found to be preventing the motor from operating as intended. The cause of the reported problem was due to dust and debris on motor gears. The motor and gears were replaced as well as the dso seal, optic switch, lcd lens, lcd foam, keypad, overlay gray, rear label 2120, side label, flat gear, hud gear and dual flag gear. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.